Event description:
A 55-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient's spouse informed novocure that the patient had fallen while wearing the device and sustained a head injury. Two photos were provided, demonstrating two significant lacerations on the mid scalp/vertex region. The mid scalp laceration, located along the surgical resection scar, indicated a wound dehiscence, that required five staples for closure. The smaller, more posterior laceration required two staples. Surrounding erythema was noted. On (B)(6), novocure received a patient progress note from the prescribing physician dated (B)(6), 2026, confirming that the patient had lost his balance and fallen, striking the left side of his scalp against boards on the ground. No loss of consciousness or focal weakness noted. The patient sustained two lacerations: one approximately 0.5 cm in length and the second approximately 7.5 cm. Both wounds were cleaned and closed with staples. Staple removal was planned for ten days later.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration and wound dehiscence cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). No serious injury/complication/hospitalization related to device use reported.